Manufacturer narrative:
This supplemental report was submitted to provide a correction to MDR# 8010047-2020-05036. An investigation was completed by the original equipment manufacturer (OEM) and the OEM determined that the reported malfunction of a crack on the bending section cover adhesive is a non-reportable malfunction; therefore, no further investigation was conducted.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the angulation wire was cut off. There was no movement in the downward direction. There was glue leaking at the insertion tube side where a crack was found. There were deep dents and scratches on the plastic cover. The light guide lens was chipped. The parts were replaced. The device was returned to full functionality and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that there were issues with the control knob on one of the scopes. Although the angulation works, the big angulation knob was loose. The customer sent the scope in for evaluation. There was no patient involvement. No additional information was provided.